Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020 at approximately 3 am. The patient was in the hospital at the time of passing. Review of the download data, indicates the patient received one shock in response to oversensing of low cardiac signal and double counting. The patient was in an idioventricular rhythm at 90 bpm with amplitude oversensing and double counting at the time of the treatment shock at 14:07:06 on (B)(6) 2020. The patient's post shock rhythm was sinus bradycardia at 50 bpm with bbb. It was reported that the patient was unconscious at the time of the treatment event and that the patient was positive to covid-19. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 at approximately 3 am.